Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing a unknown drug via an implantable pump for non-malignant pain. It was reported that the healthcare provider office informed the company representative that this patient had their system successfully explanted on (B)(6) 2020 due to the patient's wound being infected. The office did not provide details on the infection. No rep was not made aware of the explant at the time. It was unknown if there were external factors that led to the event. No diagnostics/troubleshooting were performed. The event had been resolved. The patient's medical history included chronic pain and lumbar surgery.